Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. However, the front part of the catheter was fractured and leaking liquid so the device was replaced.